Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refs1550 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that patient was admitted to the hematology department due to the need for chemotherapy. After communication with the family of this patient, placement of PICC catheter was conducted on (B)(6) 2022. Prior to placement, the product was reviewed for integrity. It was found that the introducer sheath in the seldinger was cracked. After communication with the head nurse, the product complaint was filed.

Event description:
It was reported that patient was admitted to the hematology department due to the need for chemotherapy. After communication with the family of this patient, placement of PICC catheter was conducted on (B)(6) 2022. Prior to placement, the product was reviewed for integrity. It was found that the introducer sheath in the seldinger was cracked. After communication with the head nurse, the product complaint was filed.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a split in the distal end of the microintroducer sheath was confirmed and appeared to be manufacturing related. A single photograph of a 4.5fr microintroducer/sheath/dilator was returned for evaluation. Reportedly, the damage was noted prior to device placement. No residual material from device use was evident on the device in the photograph. The distal end of the sheath contained a longitudinal split with straight split edges. No crumpling of the sheath material was seen near the split. However, it is unknown if the sheath contained any additional damage that was not visible in the photograph (e.g., on the opposite side of the sheath). The manufacturing facility has been notified about this complaint. Bd is working closely with the manufacturing facility to prevent recurrence of the reported event. H3 other text : evaluation findings are in section h.11.